Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by surgeon of the hospital that during insertion of the accolade ii rasp size 6 broke.

Manufacturer narrative:
An event regarding crack/fracture involving a size 6 accolade ii broach was reported. The event was confirmed. Method and results: device evaluation and results: the tab from the broach fractured in overload. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the mar report concluded, ¿the tab from the broach fractured in overload. Eds was performed on the tab and was consistent with 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined.¿

Event description:
It is reported by surgeon of the hospital that during insertion of the accolade ii rasp size 6 broke.